Manufacturer narrative:
Device was returned to olympus for evaluation. It was observed that during the device evaluation, the bronchovideoscope reported issue was not reproduced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the bronchovideoscope had a b30 communication error. It is unknown when the event occurred. There were no reports of patient harm.